Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10, h11 corrected section: h3- if other provide code -explain- device returned, h6 -investigation findings (1) corrected code "3221" to "13"- device returned, h6 -type of investigation removed code " 4114- device returned, d10- device available for eval- device returned the device was returned to the factory for evaluation on 03/23/2023, however the device was brought to the lab for evaluation on 05/17/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical evaluation was conducted due to the condition of the heater wire. Based on the returned condition of the device as well the evaluation results, the reported failure "material twisted/bent wire" was confirmed.

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they were able to use the vasoview hemopro 2 as usual but the heated metal part at the tip of the jaw came off, making it impossible to clamp the blood vessel properly. There was no resistance when inserting the tool into the cannula. A new vh-4000 was issued and the operation continued. There was no lengthening of the operation or harm to the patient's health.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, g4, g7, h2, h3, h6, h10 the lot # 3000251962 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned